Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 2/20/2026. Data was received and evaluated. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient awoke during the night feeling ¿unwell.¿ his continuous glucose monitor (cgm) displayed a low mg/dl value with downward trend arrows. The patient reported that his dexcom mobile app did not provide any alert indicating hypoglycemia. At the time, he was experiencing blurry vision, confusion, dizziness, shakiness, and sweating. He did not lose consciousness but felt he ¿might.¿ the patient did not obtain a bg meter reading, stating he was ¿too impaired¿ to test. The patient¿s wife contacted emergency medical services (ems). Upon arrival, ems established an IV line; however, no medication was administered, and no bg meter reading was documented. The patient was transported to the emergency room (ER), where hypoglycemia was confirmed. The event was attributed to an insulin overdose, as the patient reportedly had approximately 20 units of insulin on board in his omnipod insulin pump at the time of the incident. Treatment in the ER included apple juice and crackers. The patient was discharged home later that morning and was reported to be ¿fine¿ at the time of follow-up. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.